Manufacturer narrative:
DHR review could not be performed due to unknown batch #. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: investigation completed by manufacturing plant, canaan: DHR review could not be performed due to unknown batch #. Sample evaluation: one loose 1ml assembled syringe was received by bd canaan and reported to be from batch unknown. The sample was visually evaluated. The syringe was found to have a broken luer collar. The syringe collar has two missing pieces approximately 5/32". These missing pieces appear to be a result of part damage. Investigation conclusion: n/a, no defects were confirmed.

Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe cracked when attaching a needle. There was no report of injury or medical interventions.